Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's wife reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump fell on the floor and broke when he got out of bed. The insulin pump will be returned for analysis.